Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event has been deemed not reportable based upon the investigation of the actual sample; therefore, this event is currently deemed a nonreportable event.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glide sheath slender was used when the physician gained access with his needle and as he went to introduce the sheath it peeled back. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 22-october-2020: the procedure performed was a left heart catheterization.